Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips appeared to be malformed on firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Bile duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Possibility. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Use of another (B)(4) which has also been reported as product complaint. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Lap cholecystectomy - no issues what was found? N/a. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No, used ees device for a number of years, and is still using (B)(4) for lap work. Has been given information and retraining on device for best practice the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.